Manufacturer narrative:
There was no known patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through further communication, livanova (B)(4) learnt that the unit was placed inside the operating theater during use, with the fan facing away from the patient, at a distance between the surgery field and the patient of about 2m. Moreover it was reported that the customer has sampled the air and found zero cfu; customer also has tested the blanket used with the unit and this is showing pseudomonas >10000cfu. None of the machines at this site have ever had mycobacterium chimera, only mycobacterium gordonae. A review of the device history record could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t has water test results showing mold in a count of 122 cfu/100ml. The lab report has been supplied.